Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 4. It was reported that during blood draw using bd vacutainer® eclipse¿ blood collection needle, the rubber sleeve does not spring forward to cover the needle during the change of the tubes resulting in sample leakage and exposure to blood. It was not reported to what extent exposure occurred. This occurred an unspecified number of times.